Event description:
It was reported that the patients ipg was charging more frequently without a correlating increase in energy usage. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned.